Event description:
It was reported that the patient implant site of the insertable cardiac monitor (icm) became infected. The site snagged on her shirt and became red, sore and yellowish in discoloration. The patient received antibiotics and was told not to rupture the pustule that developed. The device remains in service. No adverse patient effects were reported.